Event description:
It was reported that patient experienced dizziness, nausea and pre-syncope. Upon interrogation, the right ventricular lead was oversensing. The lead was reprogrammed and removed. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. The outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.